Event description:
User received erroneous tsh and ft4 results for one pt sample. Initial tsh was 0.8 miu/l, repeat result from another analyzer was 5.4 miu/l. Initial ft4 result was 42.6 pmol/l, repeat result from another analyzer was 13.0 pmol/l. No info was provided to determine if erroneous results were reported or if pt was adversely affected. If additional info is received, appropriate notification will be provided.